Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a leak at pinch valve vl43 and proceeded to replace the tubing at vl43 to resolve the leak. The fse also replaced the differential mixing motor as it was not working properly. The fse verified the repairs as per established procedures and results met published specifications. Failure mode of the leak is attributed to the tubing located at pinch valve vl43; the fse also discovered a defective differential mixing motor while evaluating the instrument. (B)(4).

Event description:
The customer reported a leak at the right side of the coulter hmx hematology analyzer with autoloader. The customer was unable to determine the volume of the leak but indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.